Event description:
It was reported that the patient's right ventricle was perforated during the right ventricular (rv) pacing lead implant which resulted in a pericardial effusion. A thoracotomy was performed in order to treat the effusion and the existing lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).